Event description:
It was reported that in 2002 a colleague hugged the pt and they fell onto the floor. After a few days of intermittent functioning, the implant stopped working in 10/2002. Telemetry measurements show 'poor coupling to the implant'.